Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was emitting tones due to a shock impedance measurement greater than 125 ohms. No adverse patient effects were reported.

Manufacturer narrative:
It was reported that this system had still been exhibiting out of range shock impedance measurements of 133 ohms to 177 ohms. This device was electively replaced due to normal battery depletion and shock impedance measurements at the replacement procedure were 96 ohms. The associated lead was interfaced to the replacement device and defibrillation threshold (dft) testing was performed with a stable shock impedance measurement of 90 ohms. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported.

Event description:
This supplemental report is being filed due to the receipt of pertinent additional information.